Event description:
Customer reported being hospitalized with low blood glucose levels. Customer was connected during manual prime. Explained to customer the importance of disconnecting during rewind and manual prime. Pump is operating as designed.